Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited an increased rv pacing threshold coupled with a decrease in sensing at max output with only intermittent biventricular pacing possible. The physician suspects a possible rv lead microdislodgement. The patient is asymptomatic. During the rv lead revision procedure, the coronary sinus lead also became dislodged.